Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
A voluntary medwatch report was received stating that a patient¿s pacemaker exhibited an atrial tachyarrhythmia response episode. The atrial lead also exhibited far r-wave oversensing with associated noise episodes. Programming changes were made to address the issue. The patient¿s condition was unknown.